Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently, malfunction did not recur after reset, and customer continued using pump without further issue.